Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a posterior capsule tear which was noted during phacoemulsification post laser portion of a cataract procedure. An anterior vitrectomy was performed. A sulcus lens was implanted instead of the planned lens. The patient exhibited small dilation. The doctor brought the capsule size down on the fly. The doctor proceed with the procedure and reported being able to see the capsular button free during its removal. The doctor contributes the posterior tear to be caused be the patient's small pupil.

Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. There were no technical services requested or performed related to the reported event. The reported event cannot be confirmed and the root cause cannot be determined conclusively. The root cause of the reported event can be attributed to patient anatomy. The manufacturer internal reference number is: (B)(4).